Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was found to have exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. No intervention was performed. The patient was in stable condition.